Manufacturer narrative:
Device was received with a pump error 37 alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had insulin was squirting out during the fill tubing process. Customer stated they are unable to exit the load reservoir process. Customer stated the rewind option displayed after an alert. Customer did the self test, and it passed, but piston did not go down after rewind, did not put the reservoir in. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.